Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a bus issue. The field service engineer (fse) replaced the drawer board, replaced the drawer controller board, and replaced the retractor band. The fse then tested the unit using the hardware test application diagnostic, and it passed the operational check. The fse also verified with the customer that the unit was working with no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nursery bus had issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.